Manufacturer narrative:
Concomitant medical products: 20066 lead, implanted: (B)(6) 2017; cmrm6133eu antibacterial envelope, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant of the antibacterial envelope, the patient developed a hematoma, infection, and there was erosion. The patient was treated with antibiotics, the implantable pulse generator system was removed and replaced. No further patient complications have been reported as a result of this event.